Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was urgently transplanted due to suspected thrombus in the device. No other info was provided to the MFR.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. The attached user facility report was received from the intermacs registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.